Event description:
Related manufacturing reference number: 2017865-2022-45014, related manufacturing reference number: 2017865-2022-45016. . It was reported that the patient passed away due to unknown reasons. There is no allegation from a healthcare professional that the dual chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death. It was noted that the ICD and right ventricular lead exhibited undersensing.

Manufacturer narrative:
The reported events were patient death and under sensing. Final analysis found a partial lead (only connector portion) was returned in one piece. The reported event of under sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.